Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) generated a low battery alarm indicating less than 5 minutes of remaining battery life despite the console being connected to ac power. During remote troubleshooting, it was determined that the console was operating in rescue mode. The device was reinstalled in the cart, and the user confirmed that it returned to hybrid mode; however, battery charging did not resume, as the mains power indicator was not displayed next to the battery icons on the screen. The user ended the call, indicating that batteries would be obtained from another console and that they would call back if necessary. Subsequently, the customer requested a loaner device due to the equipment failure. Follow-up with the biomedical engineer confirmed that the console was not accepting a charge, indicating a confirmed device malfunction. A potential failure of the power management board was identified. The customer reported that the absence of counterpulsation resulted in hypotension and absence of ejection for approximately 15 minutes.